Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with fatigue and melena, which later resolved, in addition to a suspected gastrointestinal bleed. The patient was treated with units of packed red blood cells and vitamin k. A double balloon enteroscopy was performed and no gi bleed was identified. The patient was restarted on anticoagulants and received additional units of packed red blood cells. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding and melena. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was admitted due to fatigue, inability to walk, melena, and a suspected gastrointestinal bleed (gi bleed). The patient had a high international normalized ratio (inr) level and low hemoglobin (hgb). They were treated with a transfusion of two units of packed red blood cells (prbc), fresh frozen plasma, and vitamin k. A day later, a double balloon enteroscopy was performed and no gi bleed was found, and their melena had resolved. The patient then received another transfusion of two units of prbc's and was restarted on their anticoagulants. The patient's hemoglobin was stable at the time of discharge. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. A.5.a was corrected to include the patient's ethnicity. The event date was corrected from the (B)(6) 2020 to (B)(6) 2020. The event description was corrected to include further patient symptoms and treatment. The laboratory data was corrected to include the hemoglobin (hgb) level at discharge. The relevant history was updated to include additional histories. The report source was corrected to include study as a source. FDA patient code was added. This information was received from the hvad destination therapy post approval study. Investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for corrections to: - b3 date of event from (B)(6) 2020 to (B)(6) 2020 - b5 desc. Of event to add clarification - h6 codes from f08 to f0801 - h6 codes to add e0506, e2302 and e2312 due to updates to use of imdrf coding standards not present with prior reports submitted - additional codes to add f0801, f1203, f2202, f2302 and f2303 due to updates to use imdrf coding standards not present with prior reports submitted this information was previously submitted, and now corrected to be included in this report, from FDA regulatory report # 3007042319- 2019-12255 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department due to dark stools and inability to walk. The patient's hemoglobin was 4.9 and international normalized ratio (inr) was 4.7. The patient received two units of fresh frozen plasma (ffp), three units of packed red blood cells (prbc) and a heparin drip was started and the patient was transferred to the intensive care unit (ICU) at another facility. An additional two units of prbc were given and oral anticoagulants were held. The next day a push enteroscopy was done and demonstrated no active bleeding. The oral anticoagulants were restarted the day after the enteroscopy and the patient was discharged two days later in stable condition with a hemoglobin of 8.4.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to fatigue, melena, and a suspected gastrointestinal bleed (gi bleed). The patient had a high international normalized ratio (inr) level and low hemoglobin (hgb). They were treated with a transfusion of two units of packed red blood cells (prbc) and vitamin k. A week later, a double balloon enteroscopy was performed and no gi bleed was found, and their melena had resolved. The patient then received another transfusion of two units of prbc's and was restarted on their anticoagulants. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.